Event description:
It was reported that a motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the top case was cracked. There was evidence of force sensor test error in the event history log. The customer reported problem was duplicated at power up. The investigation was unable to determine the root cause of the error as no external damage to the force sensor or plunger cable was noticed. Replacing the force sensor and plunger cable corrected the reported problem. The root cause of the reported problem was unknown product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 4000.